Manufacturer narrative:
(B)(4). Combined report additional information including post primary and pre revision x-rays, operative notes (primary and revision), patient activity level, weight and medical history, whether the patient followed correct post-op protocol, what the patient was doing at the time of the fall and an update on the patient post revision was requested in order to progress with the investigation of this event. The reporter confirmed that these details could not be provided. The appropriate device details were provided, and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the above, no further investigation can be conducted and it has been concluded that the root cause of the periprosthetic fracture and subsequent revision was the patient falling post primary surgery and not due to the device design or performance. Therefore, this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Metafix / trinity revision of the stem, biolox delta ceramic head and ecima liner due to an unstable stem following a periprosthetic fracture from a fall.